Manufacturer narrative:
A manufacturing investigation was performed for the complained devices. One damaged screw and several screw pieces were received. No part numbers were related to a specific screw or screw pieces. The damaged screw is 6mm long and will be assigned complaint part (04.503.226.01). The screw pieces will be assigned to the other part associated with this complaint (04.503.228.01). No lot numbers were provided for either part number. Therefore a finite evaluation will not be possible. The screw (04.503.228.01) is very heavily damaged. It was provided in three pieces. A portion of the threaded shaft is missing. The head has been split roughly in two along one of the cross slots. The half that has been separated from the screw has been further split into two pieces. The damage is such that no meaningful evaluation is possible, including a confirmation of the part number associated with this complaint task (04.503.228.01). The complaint is for the screw being broken. The screw is, indeed, broken. The evaluation could not assign this damage to any depuy synthes manufacturing process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device broke during insertion; device not considered implanted/explanted. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial zygo maxillary complex fracture surgery on (B)(6) 2016, two different screws broke while the surgeon was inserting them into the plate. In both instances, the head of the screw broke. A 6mm screw was removed in its entirety; a small portion of the head had to be removed separately. The 8mm screw broke into three fragments; the fragments were removed and the head had to be cut off from where it was protruding from the bone and the remainder of the screw was intentionally left in the patient. There was a delay of five to ten (5-10) minutes due to the issue and the surgeon chose to use shorter screws as a result. The patient was implanted with three plates and twelve (12) screws. The rest of the surgery was uneventful and the patient was reported as stable. Concomitant device: plate (part unknown, lot unknown, quantity unknown). This is report 2 of 2 for (B)(4).